Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 502 mg/dl. The customer stated that she had multiple bent cannulas and her blood glucose was high. The customer was advised that if she continued to have high readings she can speak to her doctor about the sure t. The customer was advised of other factors that could cause her to have high readings.